Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal due to early sensor shutoff, sensor wire was missing. Patient did not seek medical intervention. At the time of his call to dexcom technical support patient was feeling well.